Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the pa (physician¿s assistant) was attempting to fill the pump but was only able to fill the pump with 35 ml because only 15 ml of the last 20 cc syringe could be injected. It was noted that it would appear to be an air lock, but there was no resolution or definitive cause for only being able to get 35 ml in the pump. During the refill, the pa emptied the pump, used a small syringe, and held it for 10-15 seconds. She did this several times, but it didn¿t work. The office was going to call the patient back early and try to a complete a regular refill again in a few weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the pa (physician¿s assistant) was attempting to fill the pump but was only able to fill the pump with 35 ml because only 15 ml of the last 20 cc syringe could be injected. It was noted that it would appear to be an air lock, but there was no resolution or definitive cause for only being able to get 35 ml in the pump. During the refill, the pa emptied the pump, used a small syringe, and held it for 10-15 seconds. She did this several times, but it didn¿t work. The office was going to call the patient back early and try to a complete a regular refill again in a few weeks.